Event description:
(B)(6) 2006 mentor memory gel silicone implants. Loss of hair, chronic fatigue, angiolipoma, bone pain, joint pain, breast pain, full body rashes, and more since symptoms started in 2013. Bii breast implant illness symptoms, mammogram, MRI, fibrogranular dense breast tissue. Lumps found by obgyn, blood work. Fibromyalgia, lipomatosis, migraine, spinal fusion, breast mastopexy, skin lesions. FDA safety report ID# (B)(4).